Event description:
The consumer's spouse was backing into the dentist's office door, pulling pt in the wheelchair behind them, when the cane grips allegedly came off, causing them to fall and break left arm.